Event description:
It was reported the device alarmed no disposable, clamp tubing. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: for all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections d3 and g2, please direct those to the following: regulatory.responses@icumed.com. One device (lot # 4334140) was returned for evaluation. Review of provided pictures showed the green valve and spring slightly out of alignment; no other anomalies observed. Visual inspection revealed no anomalies. Functional testing performed with a pump was able to replicate or confirm the reported issue. The root cause could not be determined. No corrective actions were required or taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.